Event description:
During ultrasound guided breast biopsy the plastic marker cover dislodged from the atec mark biopsy site identifier into pt's breast during the procedure. It is believed a small piece may be left in pt's breast.